Event description:
Provider alleges consumer was driving outside during icy conditions when the chair allegedly slide off of the sidewalk into a sewage drain.

Manufacturer narrative:
The incident is not a product problem.

Event description:
Provider alleges consumer was driving outside during icy conditions when the chair allegedly slide off of the sidewalk into a sewage drain.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.